Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are two medical device reports associated with this patient. This report is for right eye. There have been one other complaints reported in the lot number, which was unrelated. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, following an intraocular lens (iol) implant procedure, the patient was unable to see clearly, images were not clear and sharp, unable to drive in the dark as the edges of the road blend in with the side walk, the pedestrians and the trees blend in together so the patient could not see the difference. In addition, the consumer also had halos around all lights during the day and night, reading was also difficult because the letters were not sharp and clear and unable to see anything sharp and clear. Approximately after six months, the iol was explanted and replaced with a monofocal lens in a secondary procedure. There are two medical device reports associated with this patient. This report is for right eye.